Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjohuntleigh (B)(4) inc. On behalf of the importer arjohuntleigh inc ((B)(4)). Additional information will be provided upon conclusion of the investigation. (B)(4).

Event description:
It was reported to the arjohuntleigh representative: "during the transfer the lift tilted to the left and impacted the adjacent wall with 2 wheels completely off the ground. The lift was slowly tilting to the left until it impacted the adjacent wall. The two staff members pulled/pushed the lift back over and continued with the transfer. The lift continued to work properly afterwards. No injuries were noted for either the caregiver or the resident."